Event description:
I was using a new nebulizer, pacifica elite nebulizer, presumably to inhale medication for varying diagnoses including mucoid cysts. The nebulizer cord is extremely long & retains significant water droplets. Some of these got in my lungs. The mechanism may also contain water droplets, as it leaks at the tubing entrance. I have called my pulmonologist and my pharmacy. My pulmonologist will call in a new prescription for a different brand of nebulizer and the pharmacist has noted not to accept (B)(6) nebulizer. My treatment has been slowed, I have developed a painful cough with some blood and my breathing is more difficult than before. I am on an antibiotic which hopefully will prevent any further infection. I have spent weeks on antibiotics and am in long covid as well asthmatic. These lung growths are post covid. (B)(6). I have had numerous CT since (B)(6) 2025 with diagnoses vary from non-contagious tuberculosis, mac and mucoid cysts. I am hyponatremic & the inhalant medication was saline in an attempt to loosen the 'cysts' I did not need to be inhaling water which in my case is restricted due to hyponatremia. Of course, water does not belong in the lungs. Please accept this report. I have entered the information that I have. (B)(6).